Manufacturer narrative:
Device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The reported events of inadequate capture, varying low voltage impedance and r-wave amp variation could not be confirmed. Visual inspection showed that the helix length was within specification. Further analysis was performed, including pacing impedance and output verification, and the device exhibited normal device characteristics without any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-42744. It was reported the patient presented for a leadless pacemaker (lp) implant. The lp was fixated into a chosen location without issue. The physician placed the delivery catheter down while electrical values were measured. Once all numbers were verified, the physician picked up the delivery catheter and noticed the orientation was off. Upon correcting the orientation, it was observed the capture threshold increased, and the impedance value and r-wave amplitude worsened. The device was being prepped to reposition when the patient's blood pressure dropped. The lp and catheter were removed, and a pericardial effusion was diagnosed. A pericardiocentesis was performed, code was called, spontaneous circulation was obtained, and maneuvers to stabilize the patient were initiated, including re-performing cardiopulmonary resuscitation. The patient passed away.